Event description:
Device malfunction: none. Symptoms/ae: vasospasm, hyperfusion syndrome, stroke. Time of ae: during an after the procedure. It was reported that during a left internal carotid artery stenting procedure, the patient experienced a significant amount of vasospasm which was treated successfully with several boluses of nitroglycerin. The patient also became hypotensive and was started on a dopamine drip. Post-procedure, the patient reported a headache and dizziness. A head CT indicated hyperfusion syndrome and a possible infarction in the left posterior middle cerebral artery, diagnosed as a small stroke. Two days post-procedure, all symptoms resolved, and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The xact stent part # 82091-01 lot # 531415, is being filed under manufacturer report number 9616695-2009-00100. Evaluation summary: there was no xact stent malfunction reported. Vasospasm, hypotension, hyperperfusion syndrome and stroke are known potential adverse effects associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.